Event description:
It was found that the restraint would not latch/lock due to a missing restraint clasp/buckle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.